Manufacturer narrative:
The consumer has submitted the product and outlet. The product and outlet was returned to the manufacturer on 12/8/2015 and is currently under evaluation

Event description:
The consumer alleges that the battery in the product blew up while charging. The consumer found that the battery in the unit damaged the outlet. The product was stored and purchased years ago.

Manufacturer narrative:
On 12/8/2015 the consumer has submitted the product and outlet. The product and outlet was returned to the manufacturer on 12/7/2015 and is currently under evaluation. On 1/7/2016 the product is no longer being sold and has not been supplied in the us for at least 8 years. This is the first alleged malfunction received for this product.

Event description:
The consumer alleges that the battery in the product blew up while charging. The consumer found that the battery in the unit damaged the outlet. The product was stored and purchased years ago.